Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6: h4: the lot was manufactured from october 01, 2020 - october 02, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant containing 171 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. After 25 hour patient infusion, approximately 50% of the solution remained in the device. The device had been filled with 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.